Event description:
The user reported the tip of the catheter separated from the main body while attempting to reach a lesion during a percutaneous transhepatic biliary drainage procedure. The broken part of the catheter was removed with a snare. The procedure was completed without further incident. No harm to injury to the pt was reported.

Manufacturer narrative:
Device evaluation. One used device was returned for evaluation. A review of the device history record found no exception documents. The complaint database was reviewed and no similar complaints for this lot number were found. The device was examined visually and under magnification. The complaint was confirmed. The tip of the catheter was separated from the body tubing 5vm from the distal end of the fuse zone. The device was used during a percutaneous transhepatic biliary drainage procedure which is outside of the intended uses stated in the instructions for use. Merit was unable to determine an exact root cause for the damaged device.